Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event or patient information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause was the transmitter and app were unable to establish a connection. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.